Manufacturer narrative:
Button error alarm was received and there was no response from esc and act buttons, due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a broken reservoir tube lip, cracked case near reservoir tube window, cracked battery tube threads and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 130 mg/dl. She had been wearing the device in her bra area. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.